Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter. (B)(4).

Event description:
Additional information received reported that the patient began having 'some sort of issue' after he had been discharged after surgery. The patient was taken to the emergency room by his wife and he was discharged.

Event description:
It was reported the patient was seen in the clinic on (B)(6) 2013. The patient was put on the lowest dose. Hcp started the pump in simple continuous at a dose of 1.2mg/day. The patient experienced overdose symptoms and was less responsive. The patient was hospitalized. Hcp considered lowering the concentration. The pump was delivering morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).